Event description:
It was reported that a revision surgery was performed due to infection.

Manufacturer narrative:
The devices, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A clinical analysis indicated that this complaint from japan reporting a revision of a knee secondary to an infection. No clinical/medical documentation has been provided for this investigation. It was stated that the revision was not caused by the device. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions of use for the product was completed. Factors and/or some potential probable causes that could include but not limited to patient factors, material biocompatility, malalignment, wear, osteolysis, and loosening. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.